Event description:
It was reported that patient underwent a custom total knee arthroplasty on (B)(6) 2012. During the procedure, the surgeon found that the surgical plans did not cut the tibia as he intended, and had to make a two millimeter recut of the tibia. Surgeon noted that he believed the tibia was oversegmented. A change was made to the femoral planning as well.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a custom partial knee arthroplasty on (B)(6) 2012. During the procedure, the surgeon found that the surgical plans did not cut the tibia as he intended, and had to make a two millimeter recut of the tibia. Surgeon noted that he believed the tibia was oversegmented. A change was made to the femoral planning as well.

Manufacturer narrative:
Evaluation of planning and procedures determined the produced device met specifications and no root cause for the complaint was found based on the available information.